Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6) ). The log file captured a backup battery fault alarm, which became active on june 24 relating to a backup battery load test failure. The returned system controller was functionally tested using laboratory equipment and the backup battery fault alarm could not be reproduced. The returned 11v backup battery (serial # (B)(6)) was discharged/charged and testing was unable to reproduce a backup battery fault alarm. A root cause could not be determined during the analysis. A corrective and preventive action has been initiated to investigate the issue further. Abbott is currently monitoring similar issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 22oct2018. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarm indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ also, includes low flow hazard alarm indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called to report a backup battery fault alarm. The backup battery was changed in the past but the alarm returned. Log file analysis captured some low voltage advisory events while using battery power and appeared to be from normal battery depletion. A low flow event on (B)(6) 2020 @1215 was noted that was transient in nature. Backup battery faults started on (B)(6) 2020 and that continued for the remainder of the log file. Due to recurrent backup battery fault alarms, a controller exchange was performed without issue.